Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device did not power on with either button press or test strip insertion. The customer reported that as they were unable to obtain glucose results, they became hypoglycemic with dizziness. The customer had contact with a healthcare professional, who obtained a healthcare meter result of 63 mg/dl and provided customer unspecified treatment. There was no report of death or permanent injury associated with this event.